Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: failure to cross with a graftmaster is an issue known to require a second device or add'l procedure. Device issue: failure to cross. It was reported that a perforation occurred and an attempt was made to treat with a graftmaster stent; however, the stent did not cross the perforation. The perforation was sealed with long balloon inflations. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that based on the review of the lot history record, it can be assumed that the device was in working order and left abbott vascular instruments as per specifications. The device was not returned for investigation and therefore, no complaint root cause can be identified. It is possible that the stent graft did not cross because of, but not limited to, the following: tortuous anatomy, the severely calcified vessels, presence of other devices e.g. Previously implanted stents. No device malfunction can be determined, due to the lack of procedure and pt info and the lack of device investigation.